Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: unknown event date. E1: initial reporter is j&j company representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2023, the patient underwent an orif with the clavicle plate for right clavicle pseudoarthrosis. The surgery was completed successfully without any surgical delay. On (B)(6) 2024, the secondary fracture occurred near proximal plate due to fall. On (B)(6) 2024, a revision surgery will be performed. This report is for one 2.7mm ti va lcp clavicle plate lateral/cs3/right/sterile. This is report 1 of 2 for (B)(4).

Event description:
The patient outcome was reported to be stable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: adde: b5 corrected: d4 (primary UDI number) h6: device history review (DHR): manufacturing location: elmira / packaged, sterilized and released by: monument release to warehouse date: 18-oct-2022 expiration date: 01-sep-2032 part number: 04.112.615s, ti segmental shaft plate lateral/right/large-sterile lot number: 1960p74 (sterile) lot quantity: (B)(4). This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.